Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. No additional information has been received at this time. (B)(4).

Event description:
An operating room manager reported, that system stopped during the procedure on the right eye, and an energy error occurred. In a follow up the operating room manager reported that, the system stopped after the laser had begun firing. The flap was incomplete and the case was aborted. The pt will return in the future for additional treatment.